Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-3636 knotless fibertak tip broke in the patient. The surgeon drilled for the fibertak through the drill guide. Then, without removing the drill guide, the drill was removed from inside the guide. The ar-3636 knotless fibertak was inserted into the guide and was malleted into the bone socket. When the inserter was removed, the surgeon met resistance. Once the inserter was finally removed, it was noticed that the tip had broken off in the prepared bone socket. The surgeon used a grasper to remove all broken fragments fully, and the anchor was cut out. This was discovered during a bankar repair procedure on (B)(6)2023. Additional information received on (B)(6) 2023: the case was completed using another ar-3636 knotless fibertak.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.